Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that an hhd was frozen with 3 separate screens displayed at the same time. Performing soft and hard resets did not resolve the problem. Good faith attempts to obtain the device for product analysis have been unsuccessful to date.